Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited an alert on the remote monitoring system which could indicate an issue with the device. No adverse patient effects were reported. The device remains in service.